Event description:
It was reported that there was a loose connection between the plastic adapter and the transfer set. The patient walked away from the homechoice which caused the catheter to be pulled out and the transfer set and adapter connection became loose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.